Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump received no delivery alarms. Customer's blood glucose was 580 mg/dl. Insulin pump received a motor error alarm. Battery was changed and insulin pump continued to receive a no delivery alarm and battery failed test alarm. Drive support cap appeared normal. After troubleshooting for motor error alarm, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm, off no power anomaly or motor error alarms noted during testing. The motor passed the motor test. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and broken battery tube threads.